Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had vibration anomaly. The customer¿s experienced low blood glucose level value 6.2 mmol/l. The customer called to report that her pump doesn¿t vibrate when an alarm goes off. Assisted with performing a self-test. Pump did not vibrate during the vibrate test portion of the self-test. Advised the pump will need to be replaced. Advised to revert to their back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test. Unit was received with no vibration during self test due to broken/cold solder joint of vibrator motor wire on power board.